Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular socket was cracked, preventing the cable from snapping into place. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular output connector. It was also indicated that the case, main seal, hanger, and a case screw were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.